Event description:
A caller reported a cartridge alarm occurred, specifically alarm 20, although it did not happen during the cartridge loading process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer technical support confirmed previous cartridge alarms with consecutive cartridges and decided to replace the pump.